Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va09679, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was still leaking and had been for a while. It was noted the patient turned their stimulation up due to continued leakage. It was stated the patient had 2-3 releases of bladder content while taking micro vascular therapy for their diabetic neuropathy. Reportedly, the patient had the treatment the day prior to report and although they had continued leakage, the release of bladder was only during the micro vascular treatment. It was noted the patient had on 2 pads and it still went through that. The patient stated they had a doctor appointment on (B)(6) 2014 and the doctor knew they were having the treatment but didn¿t seem concerned at all. It was stated the patient¿s stimulator was on during the treatment. The patient was on program 2 at 7.1 volts and they were not feeling stimulation at the time of report.